Event description:
It was additionally reported that the cause of the low flow alarms seemed to be related to volume status for the patient. A right heart catheterization (rhc) revealed low filling pressures. Fluids were administered and the system controller was exchanged for a low flow controller; the low flow alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of inflow cannula malposition could not be confirmed based on the provided information. A specific cause for this event could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported low flow alarms could not be confirmed based on the provided information; however, the account attributed these alarms to volume status of the patient. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. In the IFU section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, pericardial fluid collection, and peripheral thromboembolism. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Additionally, this section contains a sub-section on ¿preparing the ventricular apex site¿, which instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This section also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. This section also lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was that the patient was experiencing low flows. The patient would be switched to a low flow controller. A trans-thoracic echocardiogram (tte) was performed that showed a dilated right ventricle (rv) with rv function moderately to severely reduce, the intraventricular septum showed midline shift, mild tricuspid and pulmonic valve regurgitation, and trace pericardial effusion. A computed tomography angiogram (cta) was performed that showed an inflow cannula was reported as directed toward the interventricular septum with no evidence of outflow conduit obstruction or stenosis, a left basilar pleural effusion and new atelectasis, and possible layering thrombus in the sinus of valsalva.